Manufacturer narrative:
E1 initial report facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that a catheter issue occurred. The 70% stenosed, 31 mm x 2.75 mm target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Prior to the procedure, the image was black and could not be visualized. Attempts to restore imaging by reflushing the catheter were unsuccessful. The tip of the catheter was blocked and the catheter could not be flushed and air could not be primed. The procedure was completed with another of the same device. The patient was stable following the procedure, and no patient complications were reported.